Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 220 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in history file due to motor encoder signal out of phase. Was unable to perform displacement test due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.